Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that the patient's pain symptoms had increased over the last two months. A catheter study was performed, however they were unable to aspirate the catheter. The event was not resolved and a catheter revision was planned, but not scheduled. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was previously reported on (B)(6) 2017 that the patient weight was asked but unknown and the patient's medical history included interstitial cystitis. Additional information was received from a consumer on (B)(6) 2017. It was reported that on monday (B)(6) 2017 they went in and replaced the whole catheter from the spinal fluid sac to the pump (note this is conflicting with the prior report that it partially removed and the rest was tied off). It was noted that the patient¿s pump was located in their back, behind the breast, but not on the shoulder blade and that if you looked straight at the patient, you couldn¿t see that they had a pump. No further complications were reported or anticipated.

Manufacturer narrative:
Updated to reflect the information received on 2017-dec-11 (B)(4) added to reflect the information received on 2017-dec-11 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2017-dec-11. The repo reported that the patient' s catheter was replaced on (B)(6)2017. A portion of the existing catheter was partially removed and the rest was tied off in the patient. The removed portion of the catheter would not be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-dec-18. It was reported that the catheter was blocked and the patient was not getting any medicine for at least 60 days if not longer, and it was stated that the hcp performed an x-ray. It was specified that the blocked catheter occurred on (B)(6)2017, and they "took at 21 cc from her pump." It was noted that the hcp had to turn the pump down really low and diluted the concentration 50 percent because they had no idea how much medicine the patient was getting or where it was going. It was noted that the patient was still sore from the revision on (B)(6)2017. The nurse came to do the patient's post-op at home and removed the bandages, and it was noted that the patient had 7 staples by the pump (where the catheter goes into the pump) and 7 staples where the catheter went into the spinal area. The nurse reportedly said the patient was looking good, but was still swollen. There was no redness, and the patient was told not to drive. It was noted that the patient would get the staples out on (B)(6)2017.